Event description:
Physician was performing a heart catheterization procedure. During the radial vascular approach, the introducer set broke leaving a vascular dilator in the radial artery. Vascular surgery had to be consulted. The pt was taken to the operating room. Incision was made in the artery, artery was dissected, the sheath was grasped and removed intact. The artery was then repaired. The pt was taken to the intensive care unit.